Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a tactile change issue. The reporter stated that the keypad buttons are sticking. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2013 device evaluation: the device has been returned and evaluated by product analysis on 11/04/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages including worn keypad. Investigation found no visible damage to the keypad cover. All the keypad buttons responded properly to presses. Upon removal of the keypad cover, contamination was found under all the keypad button contacts. Unrelated to this complaint, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test screen, and the test screen functioned properly. In addition, the battery compartment was found to be cracked.

Manufacturer narrative:
Follow-up # 2 date of submission 12/03/2013 - correction:correction to the original investigation results by product analysis: there were no cracks found on the battery compartment during the investigation.